Manufacturer narrative:
The device was returned for analysis. The reported thumb advancer resistance and difficulty to remove could not be replicated in a testing environment as they are based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the starclose se instructions for use (IFU) states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device which may necessitate interventional and/or surgical removal of the device and vessel repair. In this case, the force applied to remove the device was circumstantial due to the reported difficulties. Additionally, it should be noted that the IFU states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, resistance was felt during thumb advancement but the sheath split completely. The clip was deployed and the access site closed. Resistance was noted during device removal, the safety release mechanism was used; however, excessive force was used to pull the device during removal from the anatomy. No damage to the vessel was noted. Hemostasis was achieved with the successfully deployed starclose se clip. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.